Event description:
It was reported that post a-fib procedure, the patient suffered a third degree burn from the grounding pads that wasn't noticed until the patient returned for a follow up visit. According to the clinical account specialists, the burn was on the patient's lower left lumbar. The patient has been referred to a plastic surgeon for skin grafting. The grounding pads had been maintained in a warmer set at body temperature. The indifferent electrode was single valley lab with (B)(4) serial number.

Manufacturer narrative:
(B)(4). The reported unit was returned for servicing however no errors were found. Functional and safety test was performed as well as the preventive maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
The concomitant products: coolflow pump: model # m-5491-02, serial # unknown. Ez steer thermocool sf carto xp: model # d-1317-01-s, lot # unknown (customer disposed the catheter). Carto 3: model# m-4800-01, serial # (B)(4). (B)(4).